Event description:
It was reported that pump displayed malfunction code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted with resetting, and confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again, which customer understood.